Manufacturer narrative:
Concomitant medical products: evolutpro-23-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The high impedance and thresholds were managed through programming but the patient developed chronic heart block and pacer dependency and the device was near elective replacement indicator (eri) so a new dual chamber system was implanted in the right upper chest and the left sided system was left in place and programmed single chamber fixed rate for acute healing period of new system. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead fractured.